Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported the patient was experiencing pocket discomfort with her interstim device. The patient¿s hcp was on site and schedule the patient¿s revision in march. There were no further complications that have been reported as a result of this event.